Event description:
It was reported that during surgery, the packaging of the unit was not sealed on one side. There was no information available regarding the patient impact. Due diligence is complete; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: netherlands.